Manufacturer narrative:
The part was returned for analysis. Analysis determined through visual inspection confirmed the entire torx tip of instrument had been sheared off and the attachment pin to the internal bushing had been broken off, consistent with interface during usage. Optical examination of the fracture surface revealed a fairly flat fracture surface and circular material flow, consistent with torsional overload. This type of damage is consistent with torsional overload. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system and instruments being used intra-operatively of a sacroiliac and thoracol umbar procedure. It was reported that during insertion of s2ai screw, the surgeon broke 4 different screw drivers. All drivers show obvious damage or fracture at the tip of the instrument. There was noticeable density on the imaging in area of s2ai screw placement. The screw diameter was undertapped by 1mm before insertion. No fragment of the implant or instrument was remaining in the patient. There was no delay and no impact to the patient outcome. Additional information was received stating that the case was completed with the two additional screwdrivers they had and they placed traditional pelvic screws to finish the procedure.